Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the nozzle of the device and a burn on the distal end section. The type of foreign material or definitive root cause cannot be determined. A definitive root cause for the burn could also not be determined. However, the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. There was no evidence of deviation by the customer in reprocessing of the device in accordance with the instructions for use (IFU) and there was no physical damage at the site of the foreign material. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Instructions for pcf-h290i operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for pcf-h290i operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the distal end and the plastic distal end cover had a burn. Additionally, the nozzle had foreign objects. There were no reports of patient involvement.